Manufacturer narrative:
Updated a4 patient weight.

Event description:
Additional information indicates that the ipg site was washed/cleaned during the explant, no antibiotics were needed, and the patient is healing well.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2024, wherein the entire scs system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.